Manufacturer narrative:
(B)(4) final report additional information including; xrays, operative notes (primary and revision), patient activity level, weight and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision has been requested. The reporter stated that no additional information could be provided, except that no fall was reported. Therefore the scope of the investigation was limited. The corresponding manufacturing records were identified and reviewed: parts conformed to material and dimensional specifications at the time of manufacture. Based on this no further investigation can be conducted and the rootcause of the event remains unknown. This case is now considered closed. If additional information is provided, the case may be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Manufacturer narrative:
Case (B)(4) initial report. Additional information including; xrays, operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of taperfit stem/head due to dislocation, after 1 month. This is the second revision for this patient (first revision was for infection).